Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving a shock. Upon interrogation, it was noted that the patient had one shock and the device attempted another shock before it started for possible output circuit damage. Interrogation revealed therapy appeared appropriate as multiple stored vt/vf events were seen within the same range. An alert for low hv lead impedance was also noted. Lead was capped and replaced.